Manufacturer narrative:
(B)(4). The following information was requested and obtained. To date the device has not been returned. If further details are received at a later date a supplemental medwatch will be sent. Was the issue noticed during first activation? No further information is available. Was another reservoir used to fulfill need of drainage? No further information is available. Device return status? We regularly contact with sales rep about the device returning. No further information will be provided.

Event description:
It was reported a patient underwent an unknown surgery on (B)(6) 2020 and a reservoir was used. During surgery, negative pressure stopped in the middle of use. Further details are not provided. There were no adverse consequences to the patient.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 9/14/2020. H3 evaluation: product received for analysis.locking mechanism of reservoir was checked to verify its condition. Sample was evaluated, and during this evaluation it was notice that plate and its mechanism were in good condition. Plate was able to be activated and deactivated several times with no issues. Therefore, is considered that this material factor could not contribute to the reported complaint defect. Welding around the ports and in the perimeter of the bag was inspected and it was in good condition, there was no presence of weak welding or over welding that could cause a leakage. The reservoir was activated while the caps were inserted on the ports expecting that no air will go into the reservoir, then, the bag did not inflate. It means that there is no damage on the film of the reservoir. Therefore, it is considered that machine factor does not contribute to the reported complaint defect. Reservoir didn¿t present any damage or tears on the front or the back side. Plate was activated, port closed, and the swelled reservoir was pressed to verify if there could be any visible leak. No leak could be identified. Therefore, is considered this method factor does not contribute to the reported complaint defect. Defect reported by customer was not verified on sample received. In addition, during manufacturing process each unit is activated to confirm proper function and inspected to confirm it complies with current manufacturing instructions. Based on the present analysis, and condition of sample received it is determined that the reported complaint is not verified and is not related to manufacturing process and other external causes could have affected the product integrity such as handling, or any other possible contributor out of the manufacturer control. The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot. Deviation was verified and it is determined that are not related or contribute to reported event. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.